Manufacturer narrative:
The doctor prescribed benadryl to alleviate the symptoms; to date, the patient is doing fine and has fully recovered.

Event description:
A doctor alleged that one (1) patient experienced an allergic reaction with symptoms of redness of the tonsils and swollen glands while wearing the simpli5 aligners.